Manufacturer narrative:
(B)(4). During follow-up it was reported that the cause of the peritonitis was due to a breach in aseptic technique. The patient was treated with vancomycin 1g intraperitoneally every five days and gentamycin 80 mg intraperitoneally daily for the event. The patient was then discharged from the hospital while not fully recovered. Two weeks later, the patient was readmitted for peritonitis and abdominal pain. While in the hospital the patient passed away. The cause of death was unknown and it was unknown if an autopsy was performed. The patient's catheter had previously been removed and the patient had been scheduled to be switched to hemodialysis. No additional information is available at this time. Due to the reported break in aseptic technique, it has been determined that the minicap transfer set is no longer a suspect product in this event. All further investigation of this event will be documented in report number 1416980-2013-25629.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. Pd therapy was discontinued. The patient was recovering from the event at the time of this report. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13b07048 and h13g08029 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).